Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) replacement surgery. The device presented fluid loss due to a hole in the left cylinder. All components were removed and replaced. A great result was achieved with the new ipp. There were no patient complications in relation to this event.